Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected suspend. The customer reported hyperglycemia, diabetic ketoacidosis treated with hospitalization. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1884. Troubleshooting was not performed. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. [Per (B)(6)¿ r&d engineer as per pump history, the user using bolus wizard programmed normal bolus for 65 carbs at 8:46am (B)(6)2024. Then in about 2 min the following keypresses point to the user activity: (see attached email for the screenshot pertaining to the user activity). Conclusion: the suspend delivery was programmed by keypresses (assuming user activity).] The delivery suspended feature functions properly during testing. The pump was also monitored for 2 days with no unexpected pump suspend anomaly noted. Unexpected pump suspend anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below pertaining to the primary svn (B)(4) and event date 23-dec-2024. Please see below for the boluses listed on the event date 23-dec-2024 in the pump history file. (B)(6)2024 08:51:05.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 76000 (7.6 u) bolusamountdelivered: 76000 (7.6 u) (B)(6)2024 20:01:33.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 94000 (9.4 u) bolusamountdelivered: 94000 (9.4 u) unable to verify customer's daily total of all insulin delivered surrounding the event date of 23-dec-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. Please see below for the usersuspended (2) alarm noted on the event date of 23-dec-2024 listed in the pump history file. (B)(6)2024 08:52:50.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 23-dec-2024 in the pump history file. (B)(6)2024 13:45:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6)2024 23:16:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) (B)(6)2024 23:17:36.000 batteryremoved (55) (B)(6)2024 23:17:36.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 23:17:46.000 batteryinserted (44) (B)(6)2024 00:42:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. Earliest power data available per the power management tool/detail trace file is on (B)(6)2024 2:27:59 am. There was no power data available for the date of (B)(6)2024. Unable to check power data for low battery alert and replace batt alert/changebatteryfault (73). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Lowbatteryalert (104) - unknown. Changebatteryfault (73) - unknown. Nodelivery (7) alarm - not confirmed. Please see below pertaining to svn (B)(4) and event date 25-dec-2024. There was no bolus listed on the event date 25-dec-2024 in the pump history file. Unable to verify customer's daily total of all insulin delivered surrounding the event date of 25-dec-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date of 25-dec-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 25-dec-2024 in the pump history file. (B)(6)2024 13:45:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6)2024 23:16:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) (B)(6)2024 23:17:36.000 batteryremoved (55) (B)(6)2024 23:17:36.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 23:17:46.000 batteryinserted (44) (B)(6)2024 00:42:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. Earliest power data available per the power management tool/detail trace file is on (B)(6)2024 2:27:59 am. There was no power data available for the date of (B)(6)2024. Unable to check power data for low battery alert and replace batt alert/changebatteryfault (73). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Lowbatteryalert (104) - unknown. Changebatteryfault (73) - unknown. Nodelivery (7) alarm - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Unexpected suspend anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.